Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('miscarriage') and device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 841859) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in march 2018, spontaneous abortion in 2000, multigravida and parity 4 ((B)(6) 2002, (B)(6) 2006,(B)(6) 2007,(B)(6) 2020). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and intentional medical device removal by patient ("removed essure coil by hand") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with extracted by hand on (B)(6) 2020 and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abortion spontaneous, device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, weight increased, weight decreased, dysmenorrhoea, vaginal haemorrhage and intentional medical device removal by patient outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device expulsion, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, intentional medical device removal by patient, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the plaintiff experience previous pregnancy episode with essure in (B)(6) 2018 which is captured under case :(B)(4). Plaintiff reported that she had removed migrated coil by hands and discussed removal of remaining coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc on 28-jan-2020: pif was received. Date of insertion and date of removal were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('miscarriage') and device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 841859) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in (B)(6) 2018, spontaneous abortion in 2000, multigravida and parity 4 ((B)(6)2002, (B)(6) 2006, (B)(6) 2007, (B)(6) 2020). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and intentional medical device removal by patient ("removed essure coil by hand") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with extracted by hand on (B)(6) 2020 and surgery (essure removal). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, abortion spontaneous, device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, weight increased, weight decreased, dysmenorrhoea, vaginal haemorrhage and intentional medical device removal by patient outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device expulsion, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, intentional medical device removal by patient, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the plaintiff experience previous pregnancy episode with essure in (B)(4) 2018 which is captured under case: (B)(6). Plaintiff reported that she had removed migrated coil by hands and discussed removal of remaining coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received: lot number and essure removal added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.